Event description:
It was reported to boston scientific corporation that a obtryx mesh sling was implanted for the treatment of an overactive bladder in 2007. Post procedure, on the following month, the pt experienced a grade 2 cystocele of moderate severity and over active bladder. It was reported to boston scientific in 2008 that "medical treatment was administered for the over active bladder" and there was no mention of treatment for the bladder" and there was no mention of treatment for the grade 2 cystocele. Both were reported as not resolved. Despite attempts to obtain additional info none has been rec'd.

Manufacturer narrative:
The complainant has not indicated that the device has been explanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.